Event description:
It was reported that during an unknown procedure, after the surgeon fired the device, he found some of staples were malformed. Then he used hand sewing to complete the procedure. There was no adverse patient consequence reported. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.